Event description:
It was reported by the pt's son, pt's locking plate from left leg broke. Pt was taken to ER last week and later discharged. She followed up with another surgeon. X-rays were taken then and CT showed her locking plate was broken. Pt was revised on (B)(6) 2012. Locking plate was removed and a rod was put in place. Pt would like to know if there have been any mfg problems with these implants as this should not have happened.

Manufacturer narrative:
It is not known at this time if the device will be returned for eval. Once the investigation has been completed any add'l info will be reported in a supplemental report.